Event description:
The customer called to report high blood glucose levels. The customer then stated that she was hospitalized twice for high blood glucose levels, once with a blood glucose reading of 511 mg/dl, and another with a blood glucose reading of 530 mg/dl. The customer stated that she attempted an infusion set change prior to both hospitalizations, but her blood glucose levels remained high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.